Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. During the evaluation it was observed that black rubbery material was clogging the nozzle causing air/water flow issues. This finding likely occurred due to the cleaning and disinfection process. Upon further inspection, it was observed that the glue of the bending section cover was separated. It was also observed that the insulation at the distal end was out of specifications. It was observed that the light guide rod lens had a stain. Lastly, it was observed that the bending angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope machine was not washable and displayed scope communication error (101) message for the air channel mouth. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that foreign material was clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.

Event description:
During a follow - up with the user facility, it was confirmed that: the device issue of "clogged air channel" was discovered during preparation for use for an unknown procedure.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device issue of "clogged air channel" was discovered during preparation for use for an unknown procedure. B3: has been updated with the event date provided by the customer. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that nozzle was clogged with black rubbery foreign material, however, the specific material could not be conclusively identified. It is possible the material is seal from the subject device. The cause of the material remaining in the device could not be specified. There was no damage to the area where foreign material was detected and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.